Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lung resection, during parenchymotomy, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a single use loading unit. Visual examination noted that the loading unit was fully fired. The loading unit was loaded into the subject instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.